Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately tortuous and severely calcified right coronary artery a 15mmx3.50mm wolverine coronary cutting balloon was selected for use in percutaneous coronary intervention procedure. During the procedure, it was noted that the balloon ruptured at 12 atmospheres upon first inflation. The device was able to be removed without any problem and the procedure was completed with a different device. There were no complications reported.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in the moderately tortuous and severely calcified right coronary artery a 15mmx3.50mm wolverine coronary cutting balloon was selected for use in percutaneous coronary intervention procedure. During the procedure, it was noted that the balloon ruptured at 12 atmospheres upon first inflation. The device was able to be removed without any problem and the procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon and inflation lumen identified no issues. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 8 mm distal to the proximal marker band. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device which may have potentially contributed to the reported incident. No shaft kinks were noted at the distal end of the tip.